Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a surgical procedure, the tip of the smoke evacuation pencil was charring during use and a black tissue on the tip of electrode affected the functionality of the pencil. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for electrode charring, was not confirmed as the neptune e-sep product involved with this event was not returned for evaluation. Without the product involved, the root cause cannot be determined. A device history review(DHR) review was not possible in this event as the lot number was reported as unknown. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that during a surgical procedure, the tip of the smoke evacuation pencil was charring during use and a black tissue on the tip of electrode affected the functionality of the pencil. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.